Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: during use a head part of the concerning product was disengaged. Opened another. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.